Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. During an internal review on (B)(6) 2019, it was noticed that in the followup 1 report, the manufacture reference number was erroneously reported as (B)(4). The correct manufacture reference number is (B)(4). This report has been updated. Manufacture ref no: (B)(4).

Manufacturer narrative:
During an internal review on (B)(6)2019, it was noted that ¿ manufacturer address street line 1¿ on the 3500a initial report needed correction. It was initially submitted as ¿31 technology drive¿. The correct address is ¿33 technology drive¿. Therefore, ¿ manufacturer address street line 1¿ has been re-populated. Manufacturer's ref # (B)(4).

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. On 3/29/2019, a manufacturing record evaluation was performed for the finished device no internal actions were found during the review. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. During the 11th ablation in the anterior left pulmonary vein, cardiac tamponade was confirmed. The remainder of the procedure was aborted. Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardium and percutaneous cardiopulmonary support was provided. The patient was then transferred to surgery and a thoracotomy was performed. There¿s no information regarding extended hospitalization. Patient¿s outcome was improved. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related.